Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range defibrillation impedance. The possibility of a lead fracture was discussed. No known interventions have been performed. The patient was stable.

Event description:
New information received indicates that the patient's right ventricular lead was removed and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction: h6 - investigation conclusions.

Manufacturer narrative:
He reported events of high defib impedance and fracture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Unable to perform lead impedance test due to condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts.